Manufacturer narrative:
The baxter technician found the casters brakes needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on november 16, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters brakes to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed casters brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).